Manufacturer narrative:
The events of lymphoma - alcl - suspected and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected, edema.

Event description:
Healthcare professional reported unknown side "suspicion of bia-alcl." Device status is unknown. Pathological markers have not been provided.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon receipt of additional information from healthcare professional, "no signs of malignancy such as atypical cells were observed, so it was not judged to be a malignant tumor".

Event description:
Healthcare professional later reported "no signs of malignancy such as atypical cells were observed, so it was not judged to be a malignant tumor".